Event description:
While technologist was removing stopper of the tube, tube broke resulting in a cut to the middle finger. No stitches required. Routine first aid. Being tested for hcv at intervals. Review of the database indicates no other issues with regards to this production lot number.